Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted broken occluder legs beneath the twist clamp which caused the leak through the closed twist clamp. The reported condition was verified. The cause of the condition could not be determined; however, a possible cause would be if the set was exposed to cleaning agents such as hydrogen peroxide, alcohol, or bleach, as listed on product packaging; this could damage the transfer set materials. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set had fluid flow with the twist clamp closed. This was observed during use of the device for peritoneal dialysis (pd) therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.